Manufacturer narrative:
Batch review performed on 29 april 2021: lot 146652: 24 items manufactured and released on 07-apr-2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event since 1-1-2017.

Event description:
5 years and 2 months after primary the liner fixation screw had loosened. The cause of the screw loosening is unknown. The surgeon removed the screw and did not revise any implants. The surgery was completed successfully.